Manufacturer narrative:
Citation: marco barbanti. Transcatheter aortic valve replacement with new-generation devices: a systematic review and meta-analysis. International journal of cardiology 245 (2017) 83¿89. Doi 10.1016/j.ijcard.2017.07.083. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the rate of acute major outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected through a comprehensive search of multiple electronic databases between january 2011 to may 2017. The study population included 11,822 patients from 37 studies (gender not provided, mean age 81.5 years). Patients were implanted with one of 5 second generation transcatheter bioprosthetic valves; including evolutr (serial numbers not provided). Among all patients adverse events included: cerebral vascular accident (cva), transient ischemic attack (tia), myocardial infarction (mi), bleeding, electrocardiogram (ECG) changes treated with permanent pacemaker implant, valve-in-valve implant, aortic root rupture, increased gradient measurements, greater than mild aortic regurgitation, conversion to surgical procedure and vascular complications. Based on the available information, these events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.